Event description:
Customer stated positive antibody screen was observed with vs181 and two pt samples. Testing was then performed with vra114 and no reactivity was observed. Customer then tested samples, using tube/peg with immucor panel. Anti-e and anti-kell were identified. Testing was performed in manual gel method. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident.